Event description:
It was reported that a device displays the letter "v" no matter which key is pressed on the keypad. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.